Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) was returned for complaint investigation. It was confirmed that six pins were broken. The product was not repairable and it was not returned to the customer.

Event description:
It was initially reported that the pins were defects and that no pin was noted to be missing. During device evaluation, it was observed that six pins were broken. The event does not happen during surgery. There was no impact on the patient or reported delay .